Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading a disc on the system, the scans were dark and the 3d model was a block. The medtronic representative (rep) confirmed that this did not happen with other patients. No patient was present. Troubleshooting information was provided. Technical services (ts) walked the rep through scannermask settings in terminal window. The issue resolved. The rep deleted the exam, rebooted the system, and uploaded the disc again. The issue resolved. The rep confirmed the exam was loaded unstructured alternate mode. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name fusion compact; product ID: 9735602; product type: 2543-mnav - system. H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.